Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, hypotension occurred, and cardiac tamponade was noted. The case was aborted. Drainage was conducted. The patient recovered in the hospital. No further patient complications have been reported as a result of this event.